Event description:
It was reported the staplers were used during an laparoscopic gastric bypass. The surgeon attempted to use the first stapler to create a gastric pouch. All that happened was a loud crunch. Another stapler was tried. When the trigger was pulled nothing happened. A third stapler used to complete the case. No pt consequence.